Event description:
It was reported that during preparation of the 3.0 x 18 mm delivery system, the shaft near the balloon separated. There had been resistance during removal of the protective sheath. There was no patient involvement. There was no clinically significant delay in procedure. The procedure was completed with another device with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.